Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 06-jun-2018 from a healthcare professional who reported that the patient¿s overdose was not device related. The old catheter tip was at t12 and the new catheter tip was implanted at t7; therefore, the patient experienced a side effect. The overdose was resolved. No further complications were reported/anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown medication via an implantable infusion pump for spinal pain. It was reported that the patient's pump and catheter were replaced on (B)(6) 2018 and the patient was admitted to the hospital with nausea and vomiting on (B)(6) 2018. The hcp believed that the daily dose was too high and wanted to lower it, but could not get the dose down low enough due to the concentration in the pump since they are already at the lowest dose for that concentration. It was reported that they would do a system content removal procedure in the office/clinic when they get the correct lower concentration. No further complications were anticipated/reported.